Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: emergency room procedures.

Manufacturer narrative:
(B)(4). Batch #: u5cc66. Photographic evaluation: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photos show a black reload from the top view. The reload appears to be unfired and the swing tab is in the locked position. The third photo shows a black reload from the pan area with the swing tab in the locked position. This condition is consistent with an improper loading technique. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the cartridge deck damaged and the knife not completely in the doghouse. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and swing tab in the locked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. The damage to the cartridge is consistent with the device being clamped over a hard object. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.